Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has a system failure, primary audible alarm post. No report of patient injury

Manufacturer narrative:
Other text: device evaluation: both tamper seals are broken. 3rd party seals present. Non-OEM top case identified, non-OEM battery identified. Chipped top case corners, both plunger cases cracked. Primary audible alarm power on self-test observed in the event history log. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. Noted the interconnect board had the high profile c9 capacitor present. No problem was found. Adc counts were within spec. Replaced interconnect board as a preventative measure. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.